Manufacturer narrative:
The device was returned and the evaluation found no reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign objects in the jet tube, and light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigations, it was confirmed that foreign material was adhered/clogged in auxiliary water channel. Therefore, the device did not meet its specifications and function. It was confirmed that the user used simethicone from the information provided. However, it could not be specified what the root cause of the remaining foreign material was. The foreign material may not have been removed since the reprocessing was not conducted properly per instructions for use (IFU). It was confirmed, however, that the section of the device with the foreign material residue had no physical damage. Additionally, it was confirmed that foreign material adhered/clogged in lg-lens. The root cause of the foreign material that remained could not be identified. There was no deviation from IFU in reprocessing steps for the area where the foreign material remained. No physical damage of the device was confirmed. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). There was no report that the device was used for procedure while the event occurred. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in cf-h185l/I operation manual chapter 3 preparation and inspection; IFU states the preventative measures in cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.